Event description:
Additional information received reported that healthcare provider (hcp) did not see a difference in the dosage values after a change and wanted to make sure she was completing the steps correctly. The numbers seemed shocking, but the hcp was educated on the values and this satisfied her need at the time. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report.

Event description:
It was reported that there was a gradual change in therapy effect. The patient was first seen on (B)(6) 2014; the patient was too loose and not able to stand up for transfers. The dose was dropped to minimum rate mode (1.56 ug/day) at that time. Two months ago, the patient became tighter, spasticity much worse with the weather becoming cooler per patients significant other. The patient was having "issues bending, etc." The healthcare provider was concerned about increasing the dose from minimum rate mode to the lowest flow rate in simple continuous (sc) because the increase on the clinician programmer showed a "600+% increase in doing that." The hcp reported that programming from sc to minimum rate mode back on (B)(6) 2014, there was only an "88%" decrease shown on the clinician programmer. The pump system was delivering gablofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8840, product type programmer, physician. (B)(4).